Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator snare was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare will not cut through the tissue to cut the polyps. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. H11: investigation results: a captivator snare was received for analysis, and it was found during device analysis that the device was returned without any visible problem. A functional inspection was performed, and it was observed the device was extended and retracted in the 10-inch loop fixture, and the loop could extend properly without any issue. A continuity and electrical test were performed, and the device was noted to be within specification. No other problems with the device were noted. The reported event of snare loop unable to cut was unable to be confirmed. The unit returned did not show evidence of the alleged issue or any defect that could have contributed to the event reported. Based on the information available and the returned device analysis, a conclusion of no problem detected was assigned to this investigation since the reported allegation was not observed. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a captivator snare was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare will not cut through the tissue to cut the polyps. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event.